Event description:
It was reported by repair work order that the unit zoomed in an unintended direction due to a damaged communication cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.